Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the atrial lead was stuck in the device header. The lead and this device were removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the header is firmly attached to the device casing. All seal plugs are present. A hole was noted in the a-tip seal plug and body fluid in and around the the a-tip terminal block and seal ring. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.